Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they had three settings; group a, b, and c. Patient stated that on group b they wanted to make the stimulation a little stronger, so they pressed ok and then settings not available appeared on the controller. Patient said that group b wouldn't let them do anything but set the intensity at what they were set at (2.7). Patient mentioned they use group b when they were golfing. Patient mentioned every once in awhile it turns itself off, patient then mentioned they'll be on group a and their body will feel like they are in a blender. Patient mentioned they then checked their controller and they noticed they were on group c instead of group a. The issue began in the last couple weeks ago. Agent walked patient through adjusting stimulation in groups a, b and c. Patient was able to increase stimulation in group a and c but the controller showed settings not available when they tried to increase stimulation in group b. Patient denied any recent falls/trauma. Patient confirmed group c and a only show intensity and stimulation. The patient was redirected to their healthcare provider to further address the issue.